Event description:
The customer reports that the system displays image, series, study, and report for patient a when the user intends to select patient b from a worklist/navigation display list/folder. There was no reported patient injury associated with this event.

Manufacturer narrative:
(B)(4).